Event description:
At the completion of an 8 unit red blood cell exchange procedure, the facility staff noticed that no red blood cells had been removed, however red blood cells were given to the pt. The pt's blood pressure elevated. The facility staff performed a therapuetic phlebotomy as a precaution. Following, the facility staff performed another red blood cell exchange procedure to bring the hematocrit from 47% to 30%. There was no reported pt injury.